Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, upon deployment of a 26mm valve, the delivery system balloon ruptured. The valve was able to anchor in place and the delivery system was pulled back through the esheath without issue. The patient remained stable, and no complications occurred. The valve was post-dilated with a 25mm true balloon and full expansion of the valve was achieved. The balloon looked similar to a longitudinal balloon burst. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was unable to be confirmed as the device was not returned for evaluation and no images were provided. Available information suggests calcification likely contributed to the event as the report indicates that the patient had been sized for a 26mm sapien 3 ultra resilia valve, but the stj was found to be calcified and only measured 24mm in diameter. The presence of calcification in the stj was the likely root cause, resulting in a smaller landing zone for the size 26mm balloon, therefore subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.